Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with intermittently unresponsive center button. The pump passed the self test. Test sc1-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The j1 connector was plugged in properly to pcba 1. Found a keypad dome flattened on the keypad assembly. The following were also noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, and overlay scratched. Unresponsive buttons was confirmed during testing due to a flattened keypad dome on the keypad assembly. Cosmetic damage was confirmed at the keypad. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer alleged the middle button of the pump hard to push and also had 3 little cracks on it. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Buttons become responsive again after replacing battery. Damage affected pump functionality. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.